Event description:
It was reported that the device exhibited err0r 45639 0004 - unable to clear. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. D9: (B)(6) 2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The cause was a defective printed wire assembly (pwa) board. The pwa was replaced to resolve this issue.